Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed spots of molten titanium on the ICD housing this indicates an arc over from a high voltage lead conductor during a shock delivery, representing an external short circuit. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. This damage clearly indicates a shock delivery into an external short circuit. In addition the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless.

Event description:
Ous MDR - after an implantation period of about 11 months, it was reported that the device could not be interrogated. The ICD and lead were explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.